Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted (B)(6) 2007 explanted: na, recharger model 37752 (B)(4), extension model 3708140 (B)(4) implanted: (B)(6) 2007 explanted: na.

Event description:
It was reported that the patient experienced a loss of the therapeutic and no stimulation sensation effect following a fall a "bad fall" in her bathroom. It was noted, according to her healthcare professional, that this event led to "broken wires" and additional scar tissue that affected stimulation efficacy. The patient was at home in good condition. Additional information was requested.